Event description:
The pump had eroded through the patient's skin and the patient presented with neck and back pain. An x-ray showed the catheter tube was intact as of two days prior to the initial report. The results of lab work, performed on the same day, were "elevated wbc, plt CT, lumpab, creat, igab, sedrat, and crp." The event was reportedly "severe" and necessitated medical or surgical intervention. The drug used in this system was lioresal. It was later added that the device system was explanted, the device was disposed of according to biohazard instructions. The event resolved without sequela.

Event description:
It was later reported that the patient had neck and back pain "for the past few days".

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. Catheter: model 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
Additional information received reported that there was also an implant site infection noted post-erosion. It was reported that there were no signs or symptoms.

Manufacturer narrative:
(B)(4).